Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels of 300-500 mg/dl and 900 mg/dl at the highest with large ketones which led to diabetes ketoacidosis (dka). The customer attempted to address the bg levels by delivering a bolus with the pump. The customer went to the emergency room and was treated with intravenous (IV) insulin. The customer reported was subsequently admitted to the hospital on (B)(6) 2017 due to the high bgs but the contact was unsure if the pump or supplies were related to the hospitalization. The customer was treated with manual injections while at the hospital. The contact reported that the customer was released from the hospital on (B)(6) 2017. Troubleshooting with tandem customer technical services determined the pump functioned as intended.